Event description:
(B)(4). Severe pain, heavier/painful periods, painful ovulation, acne, muscle spasms, bloating, spotting between periods, bleeding during/after sex, increased vaginal infections, urinary infections, constipation.